Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyk0923 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that on (B)(6) 2016 a new 6.6 fr broviac line had a hole in it and had to be repaired. The patient's mother stated that it happened spontaneously and that there was no trauma to the line.